Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and no further malfunctions were observed after the reset. Customer was advised to contact technical support if the issue recurs, which the customer acknowledged and understood.